Manufacturer narrative:
The reported event occurred on a cobas taqman analyzer with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of data confirmed that the sample produced discrepant results, at the customer site with a reactive result (CT value: 38.3) and a non-reactive result at the second lab. The third lab, which used a pooled testing method, also reported a non-reactive result. No abnormalities were identified in the data reviewed, and no reagent issues were observed. The most likely root cause was attributed to the sample being at or near the limit of detection (lod), which could explain the variability in results across different testing sites and methods. No results were reported to the patient, and no harm was alleged. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a false non-reactive result for hepatitis b virus (hbv) using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman instrument. A patient sample was initially tested on 06-jun-2023, where serology results showed a positive hepatitis b surface antigen (hbsag) result of 2404 and a positive anti-hepatitis b core antibody (anti-hbc) result of 0.09. The sample was subsequently tested on the cobas taqman instrument, yielding a reactive result with a cycle threshold (CT) value of 38.3 for hbv. On the same day, an aliquot of the sample was sent to another lab for confirmation. The second lab processed the sample individually on one of its four cobas taqman instruments and obtained a non-reactive result. Imunolab did not perform serology testing. The aliquot was transported refrigerated to imunolab. The same tube used for serology testing was sent to a third lab for additional confirmation. The third lab tested the sample using a pooling method (pp6) and obtained a non-reactive result. The cusotmer and the second lab tested the sample as individual donor testing (idt), while the third lab used pooled testing. No results were reported, and no harm was alleged.